Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During procedure, it was noted that the wire wrapped around the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During procedure, it was noted that the wire wrapped around the catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked, the imaging window was detached, and there was a windup with its drive cable coiled near the lap joint section. The imaging window was not returned for analysis. Functional tests could not be performed due to the device condition. Media inspection on the photo of the device provided by the client revealed the sheath kinked and the drive cable coiled, and imaging window detached near the lap joint section.